Event description:
The complainant reported an 81-year-old male patient presenting acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed hemolysis and the pump was explanted the following day. The patient was deemed stable following the events.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.